Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was an internal wiring damage on the tip up fenestrated grasper instrument. It was also identified that the wiring was sticking out of the end of the instrument. There was no report of patient involvement.